Event description:
It was reported that post of an abdominal procedure, the doctor has a patient who had surgery four years ago. In that surgery, he used a stapler. Now, four years later, the patient had abdominal problems (abscess) and it was necessary to make a laparotomy. In that laparotomy, they found encapsulated staples. Now the patient believes that the reason for his problems was this "free, not pegged staple". It is unknown what happened with the device.

Manufacturer narrative:
(B)(4). Additional information: the MDR decision is being downgraded to not reportable. Upon further review of the event description and review by ees medical director, it is unlikely that the staples caused or contributed to the pain experienced by the patient.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.